Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One video of a catheter was returned for evaluation. An initial visual observation of the video showed the device outside of the patient with a clear liquid leaking from near the proximal end of the device during attempted infusion. The leakage point is uncertain; however, it was noted the clinician had clamped the distal portion of the tubing with the valve. No obvious use residue or additional damage could be seen in the video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during the pre-fill check, leakage was detected, prompting the immediate replacement of the catheter with a new one. After the replacement, the patient underwent a chest x-ray. Upon returning, leakage was again observed from the exposed portion. A new compression sleeve was then unpacked and installed as a replacement. No further details provided. It was reported this occurred with 2 devices. This report addresses both devices.